Event description:
It was reported that a homecare pt experienced irritation/bleeding with use of two m6sct/cfs, specialized single cannula cuffless fenestrated tracheostomy tubes. It was also reported that this was caused as a result of a distortion to the cannula fenestration. The devices were reportedly in use approx two days when the problems occurred. Limited info has been provided regarding the device usage, pt and event. There was one pt involved. The involved m6sct/cfs devices were returned to the MFR for decontamination, analysis and investigation on 2/12/1998.